Event description:
It was reported that patient came back to us today due to a faulty gripper. This patient comes to us every week for gripper change as she does IV hydration at home. She came in yesterday and we replaced the gripper, new gripper went in fine, no leaking during flushes. This morning she called and said she noticed leaking when she was flushing it. She sent us a photo as she said there appears to be a crack along the tubing. She sent me photo but it wasn't very visible on photo so I asked her to come to us for better assessment. Upon arrival, I flushed the port and there was fluid leaking. I could actually see a tiny crack upon closer inspection. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack in the y-site was confirmed as supplier related. The returned sample was found to exhibit the same features as a known issue, and the root cause was determined to likely be within the scope of as-sca-23-0001. The returned product was a 20g x 3-4¿ w/y-site powerloc max safety infusion set. The y-site luer adaptor contained a longitudinal crack traversed from the orifice of the connector to the mold indicator. The crack in the y-site luer adaptor leaked when the sample was flushed. This event was likely related to a known supplier related issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that patient came back to us today due to a faulty gripper. This patient comes to us every week for gripper change as she does IV hydration at home. She came in yesterday and we replaced the gripper, new gripper went in fine, no leaking during flushes. This morning she called and said she noticed leaking when she was flushing it., she sent us a photo as she said there appears to be a crack along the tubing. She sent me photo but it wasn¿t very visible on photo so I asked her to come to us for better assessment. Upon arrival, I flushed the port and there was fluid leaking. I could actually see a tiny crack upon closer inspection. No other information was provided.